Event description:
It was reported that when using the bd pyxis¿ medstation¿ 4000, the station was offline and was stuck in carefusion screen. However, there were no delay and no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was offline and was stuck in carefusion screen. A field service engineer (fse) determined that the device was offline due to relocation during construction activities. The fse worked with a support resource and identified that the device had a prior static internet protocol configuration and console server connection but was unable to connect. The fse coordinated with onsite hospital information technology staff to restore the connection to the console server and reestablished the static internet protocol settings. The fse confirmed that the device successfully connected to the server and was fully operational. The system functioned as intended after the field service engineer investigated the device.